Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction at sensor insertion site, which occurred on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient's father reported that the patient has cellulitis. The affected area is red and tender to touch. No medical intervention or treatment was reported. No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).